Manufacturer narrative:
Corrected data: upon further review of the event and based on the product investigation results, the initial reported event of "unfolding issue" was not confirmed as the returned lens was found to be stuck in the cartridge. Therefore, the event is no longer considered as reportable and no further information will be provided under this manufacturer report number 3012236936-2023-02911. In review, it was noticed that the information received with the returned handpiece was inadvertently not included in the follow up MDR report #1; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section a2: date of birth /age: 1/17/1957 (66 yrs) section b5: additional information indicated that the affected eye was the patient's right eye. The patient is a female with date of birth of 1/17/1957 (66 yrs). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown, information was requested but not provided. Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or prior to oct 25, 2023. Section d6a: if implanted; give date: unknown/information not provided. Section d6b: if explanted; give date: unknown/information not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) wasted, the lens unfolded incorrectly. It is unknown if the product had patient contact. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: nov 15, 2023 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod advanced to the neck of the cartridge. The complaint cartridge was received with the lens stuck inside of the cartridge. Further inspection revealed that there was not viscoelastic residue distributed throughout the length of the cartridge, suggesting that an inadequate amount of ophthalmic viscoelastic device (ovd)/balanced salt solution (bss) was used. The lens module was inspected and, no marks that would indicate that the plunger rod advanced incorrectly could be identified. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue could be identified. The complaint lens was received with the lens in the cartridge and the lead haptic unfolded. The lens could not be retrieved from the cartridge; therefore, no further product evaluation could be performed. The complaint issue "unfolding issue" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.